Manufacturer narrative:
Upon review, it was determined that this product is not related to the event, as this is a shim and the complaint is for a tasp fracture.

Event description:
It has been reported that the provisional fractured during a total knee arthroplasty.